Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the report of the device unable to power on. The main keypad was replaced, however the problem remained. After further troubleshooting the device was able to power on. The report of the device powering off was unable to be duplicated. Physio observed that the battery blade assembly was worn. The battery blade assembly and the battery pins were replaced as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the device and verified the device experienced an inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself and then would not power back on. This occurred during a patient event. This issue is patient related; however there was no adverse patient outcome reported.